Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative initially reported via email that the customer had an issue. They reported that the plunger was saying lost sensor. A follow up call was made to the customer. The customer reported that they filled the reservoir with insulin and laid it on the bed. Insulin came out. She saw the insulin already all over her bed. The customer could not clarify the product issue and will call back if the issue happens again. The customer's blood glucose level was unknown. The product will not return for analysis.